Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record identified the following related repair: the locking mechanism would not close fully. The left side plate was damaged at latching entry point, preventing the latch from locking. The comb was bent. The device could not be tested. A new side plate and comb were installed. The device passes all tests and checks per procedures. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during surgery, the device was locking, the clip will not slide, possibly jammed. There was no patient injury, or delay. After investigation a damage comb was found. Due diligence is complete and there is no additional information available.